Event description:
It was reported that during the implant procedure the lead required greater than twenty turns before the helix extended suddenly. The pacing threshold was high after difficulty extending the helix. The physician then removed the lead and examined it. It appeared to have tissue lodged in the helix. The lead was not used and the physician implanted a different lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.